Event description:
As originally reported, upon opening the device package prior to use for an unknown procedure, the tip of a flexor raabe guiding sheath's dilator was damaged/"cracked". The device was reportedly received "in perfect condition". The device did not make patient contact. Another device from the same lot was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this event. Upon preliminary inspection of the returned device, the distal tip of the dilator was split.

Manufacturer narrative:
E1: customer name and address = address line 2: (B)(6) h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6 (annex g). Summary of event: as originally reported, upon opening the device package prior to use for an unknown procedure, the tip of a flexor raabe guiding sheath's dilator was damaged/"cracked". The device was reportedly received "in perfect condition". The device did not make patient contact. Another device from the same lot was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this event. Upon preliminary inspection of the returned device, the distal tip of the dilator was split. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The prior to use device was returned to cook for investigation. The distal tip of the dilator was split. No other damage to the dilator was noted. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Cook investigated all lots manufactured and checked by the same personnel within the same time as the complaint lot. A database search for all final lots from the same timeframe revealed no additional complaints have been reported from the field. Therefore, cook has concluded that this is an isolated incident. The customer followed all relevant instructions in the instructions for use (IFU) related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this incident. This dilator is shipped inserted backwards into the sheath; therefore, the type of damage found in the return device would likely not be caused by shipping. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.